Event description:
Update: (B)(4) 2014 - ppd and medical records received. Dor provided. Patient was revised to address light brown joint fluid. Removal of the cup left a defect in the acetabular wall. Patient is now wheelchair bound. There is no new additional information that would affect the investigation.

Event description:
Preliminary disclosure form with operative reports was received with hip pain noted.(B)(6) 2012 - litigation papers received. They also allege severe pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.